Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the connector pin was pulled out from the connector assembly. A ptfe coating consistent with ptfe coating from a stylet was found bunched up inside the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stripped ptfe stylet coating at the connector region consistent with procedural damage. The reported event was confirmed.

Event description:
During the implant procedure of a triple-chamber pacemaker, the physician noted that the connector pin of the left ventricular (lv) lead had come out of the connector assembly. The lead was explanted and the physician elected to implant a dual-chamber pacemaker considering the clinical status of the patient. The patient was stable with no consequences.